Event description:
Peritoneal dialysis patient used a product that was later reported by baxter as being potentially defective. The pd minicap disconnect cap with povidone-iodine used on (B)(6) 2023 was reduced in effectiveness and patient developed sepsis and peritonitis resulting in a one-week hospital stay, pd antibiotics for 21 days, and a delay in unos transplant listing due to antibiotics.